Manufacturer narrative:
(B)(4). This device is included in the medical device correction, unretrieved device fragments models 3093 and 3889 interstim tined leads, (B)(6).

Event description:
It was reported that the pt had a fractured lead from possibly several falls the pt had sustained. The pt had lost all bladder control and improvement she had originally experienced. The surgeon wanted to reuse the neurostimulator as it was only a couple of years old and had plenty of battery life remaining. The surgeon attempted to remove the lead by disconnecting at the neurostimulator pocket and de-tunnelling the lead to a vertical position and placing a stylet down the lead to provide some strength. The surgeon also cut down around the tines that anchored the lead and provided gentle traction where upon the lead broke above the tines. The physician then cut down lower where he was able to grab 2 of the 4 tines. However, the lead again broke leaving 2 tines and the electrodes in-situ. The surgeon was unable to cut down any further as he was at bone level and unable to find any further section of the lead. The surgeon decided to leave this section of lead in place and implanted the new lead through the contra-lateral foramen. The new lead was connected to the pre-existing neurostimulator. The pt had a good clinical result.